Event description:
It was reported that impedance alerts had triggered for the rv lead on (B)(6) 2025 and 2 more on (B)(6) 2025 due to pacing low impedances. The account was able to reproduce noise on the rv lead with maneuvers on different vectors. The rv lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).